Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and competitor right ventricular (rv) lead exhibited high out-of-range pace impedance measurements in bipolar configuration. A revision procedure was performed wherein explant of the lead was attempted but unsuccessful. The physician chose to leave the lead in service after having explanted and replaced the device as 2 years longevity were remaining. The patient was reported to not be pacemaker dependent. No additional adverse patient effects were reported.